Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a broken belt clip slot and minor scratches on the display window.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.